Manufacturer narrative:
Device received with intermittent buttons due to unlocked connector at lcd board. However, device passed self test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's up arrow buttons was unresponsive. Insulin pump was dropped. No harm requiring medical intervention was reported. The device will be returned for analysis.